Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported; the catheter was inserted on (B)(6) 2025. The complaint reports a rupture above the trifurcation of the catheter, resulting in visible fluid leakage. This situation suggests that mechanical stress played a significant role in the catheter failure. The combination of securing methods¿securacath at the insertion site and statlock at the trifurcation¿likely led to restricted flexibility, making the catheter vulnerable to kinking under repeated thoracic movement of the patient. The kink may have weakened the structure over time, eventually resulting in a rupture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the root cause could not be determined. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter. Drops of fluid on and around the catheter tubing just distal to the molded joint. A securacath and statlock were both attached to the implanted catheter. There were no distinguishing features that could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.